Event description:
Customer called to report damage to the insulin pump. Customer reported a cracked battery chamber on the pump. Customer's blood glucose reading was 126 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.